Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that initially, the trial lead was unable to be removed due to patient anatomy; however, the physician was able to bring the patient back in the office on (B)(6) 2023 and remove the lead without surgery.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that during a trial lead removal procedure on (B)(6) 2023, the physician was unable to remove the s1 lead. As a result, surgical intervention may be undertaken in the future.